Event description:
It was reported that caller experienced cartridge alarm 20 while using pump. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to load new cartridge using proper technique, successfully resumed insulin therapy, and no additional information was available regarding original cartridge lot number.